Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is not receiving effective stimulation. The pt had two spinal fusions done recently. The pt will schedule programming after he has recovered from this last surgery. He has turned stimulation off for now.